Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's alert settings were not accessable. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.